Event description:
It was reported that during equipment testing by a manufacturer service technician at the user facility, the run/safe label was illegible, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.